Manufacturer narrative:
Additional information was added to h3, h6 and h10: h10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed that the dialysate port is cracked. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported blood filled the dialysate line when the return line disconnected at the top of the filter due to a crack in a prismaflex m100 set approximately thirty minutes into continuous renal replacement therapy. Treatment was discontinued without blood restitution and the accumulated blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.